Event description:
Reportable based upon the analysis. It was reported that during a biliary stenting procedure, deployment difficulties were encountered. The lesion being treated was an in-stent restenosis of biliary wallstent (size unknown). The wallstent uni 8 x 40mm x 100cm stent delivery system (sds) was inserted via a 6fr sheath and advanced to the lesion without difficulty. While attempting pull the deployment sheath back, resistance was encountered. Another attempt was made to pull the deployment sheath back, however, the stent did not deploy. The sds was removed from the patient through the 6fr sheath without resistance. While advancing an unspecified guide wire back through the sheath, into the patient, resistance was encountered and the sheath was removed from the patient. Upon removal it was noted that the stent had "partially deployed" within the lumen of the sheath. The physician elected to insert an internal/external biliary drain and bring the patient back at another time in an attempt to place another stent. No patient injuries to complications were reported. Seven days post procedure, the patient returned for x-rays and an attempt to place a metal biliary wallstent. An unspecified stent was successfully implanted. The patient's condition was reported as "stable". Returned product analysis revealed stent damage.

Manufacturer narrative:
The device was received with the outer sheath fully retracted. The stent had been deployed and was returned for analysis detached from the delivery device. An examination of the stent found that one end of the stent had its struts twisted stretched and misaligned. No other damages were noted with the stent or with the delivery device. A review of the manufacturing records found that the device met its material, assembly and product specifications. The root cause is determined to be operational context due to anatomical/procedural factors encountered during the procedure.